Event description:
Philips received a complaint by the customer on the v60 indicating that a diagnostic code 1127 - over-voltage protection (ovp) circuit failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp failure occurred. The remote service engineer (rse) informed the customer that a replacement of the motor controller (mc) printed circuit board assembly (pcba) or power management (pm) pcba was required. The rse provided the customer with the part number for both the mc pcba and pm pcba. The customer ordered both parts for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 10sep2025, 17sep2025, and 24sep2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.